Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature title therapeutic peroral direct cholangioscopy using a single balloon enteroscope in patients with roux-en-y anastomosis (with videos). The literature reported the result of 169 cases of the peroral direct cholangioscopy (pdcs) using single-balloon enteroscope (sbe) procedures using an olympus model small intestinal video scope, sif-h290s and sif-y0015 between november, 2012 and november, 2016. In the subject procedures, 1 case of pancreatitis reportedly occurred. Based on the available information, a direct relationship between the subject devices and the observed reported adverse event could not be determined. According to the number of the accidental symptoms known and the number of olympus devices used for procedure, omsc is submitting 2 medical device reports. This is 1st of 2 reports.